Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6) UDI#: (B)(4) img code:g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when  patient leads connected to the monitor does not work however, when the same leads are connected to a different monitor, they function correctly. There was no patient involvement. Procedure was completed with the back up device. When the technician performed troubleshooting with the other lead , the issue was not duplicated.